Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a ventricular fibrillation (vf) episode, despite the patient only in a ventricular tachycardia (vt). Device data was sent to rhythmcare for review. Data review determined that there were two ectopic beats resulting in the device to sense the rhythm as vf. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.